Manufacturer narrative:
(B)(4). The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. The device was not returned for evaluation as it remains implanted in the patient.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the thrombosis is cannot be confirmed, however, may be related to patient factors (patient non-compliance with anticoagulant therapy, history of a-fib, low ef).   A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported, approximately 18 months post transcatheter mitral valve replacement (tmvr) with a 26mm sapien 3 valve in mitral ring, the patient presented with shortness of breath and wheezing. The patient was non-compliance with medication (including coumadin). Tte performed reported valve restenosis possibly due to a thrombus with severe mitral stenosis. The tte had shown ef of 25-30% with mitral anterior leaflet of the prosthesis immobile leading to stenosis.  There was a question of a vegetation (small filamentous mass on the valve) and evidence of severe mitral stenosis. There was no significant mitral regurgitation. Valve area: 1.09 cm.sq, mean gradient: 14 mmhg, peak gradient: 17 mmhg.  CT surgery was consulted and recommended valve replacement if she could prove compliance with medications. ¿they think is thrombosed¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.